Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2440 alarm which occurred on the homechoice (hc) during use during drain 2 of 4. The hp stated that he had not disconnected to cause the alarm. The hp was connected at the time of the alarm, but had since turned off the hc and completed a manual exchange. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he did not notice anything unusual about his supplies. There were no samples available. Therapy since has been going well. The patient had told his nurse about the event. There were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(4) 2012. She did not have a record of the patient calling in regarding the event, but stated that he had been in the clinic the day after the event occurred. He was doing well and continuing therapy on the homechoice. There were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.